Event description:
Placed pads, defibrillator charged but wouldn't discharge; tried 3 times. Changed from pads to paddles & defibbed leaving marks on pt's chest in shape of paddles. Pads worked for monitoring & pacing but wouldn't defibrillate. Facility biomed dept found device to be functional. Pads were not saved. MFR requested defibrillator sent for eval.